Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that prior to a port placement procedure, the device allegedly unable to flush. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a port placement procedure, the device allegedly unable to flush. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port, one groshong catheter segment, one straight non-coring needle, one right-angle non-coring needle, one cath-lock, one flushing connecter loaded with a guidewire and one tunneler were returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. During functional evaluation, the device was able to be infused and aspirated without any issue. However, the investigation is inconclusive for the reported difficult to flush issue as the exact circumstances at the time of reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.